Manufacturer narrative:
Method: risk assessment; result: the device was not returned for evaluation and additional information on the reported event was not provided . Conclusion: the possible root cause of the reported event is user error: improper assembly of the implant and the inserter leading to uneven distribution of force during impaction resulting the reported fracture.

Event description:
It was reported that the surgeon was inserting a spacer and it broke at the beginning of the process. The inserter was not damaged but the implant did and he felt the implant holder hadn't been screwed down tight enough and had her load another implant and stated we were not to charge for the first implant.

Event description:
It was reported that the surgeon was inserting a spacer and it broke at the beginning of the process. The inserter was not damaged but the implant did and he felt the implant holder hadn't been screwed down tight enough and had her load another implant and stayed we were not to charge for the first implant.